Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a downgrade procedure. During the procedure, it was noted that the right ventricular lead had noise. The lead was capped and replaced. The patient did not experience any adverse event before, during, and after the procedure.